Event description:
As reported by the user, "during a gastrointestinal bleed using an injection gold probe instrument the tip and the needle of the device fell off in the pt. A polypectomy snare was used to retrieve the tip and needle without any complications to the pt." A follow up conducted by the mfg site determined that the tip detached with the needle guide tube and not the needle as originally reported. There were no issues or complications to the pt.